Event description:
It was reported that during a revision procedure on (B)(6) 2025, one of the anchors fractured and a fragmentation of the anchor remains implanted. It is unknown which anchor fragmented.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 anchor; however, it is unknown which anchor(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: anchor, model: 1192, UDI: (B)(4), batch: 7812873. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.